Event description:
Approximately three and a half months post hvad implantation, it was reported that the patient experienced unexpected behavior of his batteries, including "intermittent stopping." A preliminary review of the controller log files revealed a loss of power approximately one week prior to the reported event date.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed a malfunction that could compromise the system's therapeutic effectiveness. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00689 and 00880) submitted for devices related to the same event.

Manufacturer narrative:
Two batteries were returned to heartware for evaluation; the batteries were exchanged without incident and there was no reported patient injury. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. (B)(4) passed visual examination and functional testing; the battery performed per specification. Review and analysis of the controller log files did not confirm the reported power switching event; however, controller logs revealed a controller power up and associated motor start event logged on the event date indicating that both power sources were disconnected. (B)(4) passed visual examination but failed functional testing. Battery cell testing revealed a considerable noise signature indicating that the failure was due to an internal component failure. Analysis revealed that the battery failed due to a battery circuit board malfunction and faulty electrical component. However, the root cause of the electrical component's failure cannot be determined. The confirmed malfunction is related to the reported event. While the root cause of the event cannot be conclusively determined, the most likely cause of intermittent switching resulted from a faulty electrical components. This is one of two reports (3007042319-2014-00689 and 00880) submitted for devices related to the same event.